Event description:
It was reported that during a lap cholecystectomy procedure, hosp reports malfunction device- "clips not closing". No further information is available. No pt consequence. One device returning.